Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at approximately 12:35, bedside rn was troubleshooting pump issue with eculizumab infusing into a patient's PICC line. Medication was known per rn to get "bubbly" during infusions; within 2-3 ml of infusion (medication was to programmed to infuse at 400 ml/hr, for just over 30 minutes), air-in-line alarm was beeping. Rn opened channel to assess. Bubbles were noted in the area inside the pump. Rn removed and attempted to flick bubbles out. Flicking was done near center of the tubing region. After a few attempts, rn noted the tubing disconnecting itself at the blue fitment that laid into the pump (right above the pump) and drug began to leak. Rn contained spill and addressed appropriately. Pharmacy and md notified. Tubing sequestered for further analysis. There was no patient harm.